Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and confirmed a leak coming from an overflow of the white blood cell (wbc) bath. The fse evaluated the instrument and discovered the actuators for pinch valve vl14 and vl15 sticky. The fse cleaned the actuators allowing the wbc bath to drain properly to resolve the leak. Unrelated to the wbc bath overflow, the fse discovered that the platelets were recovering high on the background counts. The fse decontaminated the diluent reservoir by cleaning it with bleach to resolve the issue. Failure mode of the leak is attributed to sticky actuators, and failure mode of the elevated background count is attributed to a contaminated diluent reservoir. (B)(4).

Event description:
The customer reported an unknown amount of fluid leaked due to an overflowed white blood cell (wbc) bath of the coulter act diff analyzer. The customer indicated that the leak was not contained within the instrument. The customer also reported that the platelet background failed during the event. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.